Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during meniscal suture in an anterior cruciate ligament reconstruction surgical procedure, it was observed that the meniscal deployment gun device and omnispan meniscal repair 12deg device were bent, but not broken; therefore, there were no broken fragments remained inside the patient. According to the reporter, the devices were being used together and assembled correctly but were twisted and damaged. It was reported that other implants were used to complete the procedure with a five-minute delay in the surgical procedure. It was further reported that since the applicator did not work properly, there was no bone hole made. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint indicates that the device was discarded and will not be available for evaluation. A photograph of the needle was provided, and it shows that the silicon tubing is slide back on the needle and that the implants are not in the proper position. One possible root cause of this failure is overpenetration of the needle into the meniscus. Also, the key feature of the needle is damaged. It is not possible to determine when this happened. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination. Review conducted per qlik query executed 01/11/2019. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).